Manufacturer narrative:
A visual examination of the returned device found the exposed cut wire was broken and the working length was twisted. The broken section of the exposed cutting wire had retracted inside the lumen of the extrusion through the proximal pierce hole. Further analysis of the cutting wire found it broke at approximately 5 mm from the proximal pierce hole and the other side of the broken cut wire had detached from the anchor and was not returned with the device. The end of the cut wire that was still attached to the device appeared blackened/burnt. The od measurement of the exposed cut wire was found to be within specification. The condition of the returned incident device was consistent with the complaint that the device cut wire was broken. The most probable root cause is operational context; likely due to the procedural factors and/or generator settings used during the event. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
Note: this is one of two devices used during the same procedure. Reference manufacturer report 3005099803-2010-00454 for the other device. It was reported to boston scientific corporation that two autotome rx sphincterotomes were used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2009. According to the complainant, during the procedure, the physician advanced the autotome rx sphincterotome down the scope and when current was applied in an attempt to perform sphincterotomy, the cutwire snapped. A second autotome rx sphincterotome was used and failed in a similar manner. A piece of cutwire was from one of the tomes fell into the patient and was successfully retrieved with a snare, however, no cutwire fragments from the other tome fell into the patient. The procedure was completed with a third autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
Note: this is one of two devices used during the same procedure. Reference manufacturer report 3005099803-2010-00454 for the other device. It was reported to boston scientific corporation that two autotome rx sphincterotomes were used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2009. According to the complainant, during the procedure the physician advanced the autotome rx sphincterotome down the scope and when current was applied in an attempt to perform sphincterotomy, the cutwire snapped. A second autotome rx sphincterotome was used and failed in a similar manner. A piece of cutwire was from one of the tomes fell into the patient and was successfully retrieved with a snare, however, no cutwire fragments from the other tome fell into the patient. The procedure was completed with a third autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4).

Event description:
Note: this is one of two devices used during the same procedure. Reference manufacturer report 3005099803-2010-00454 for the other device. It was reported to boston scientific corporation that two autotome rx sphincterotomes were used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2009. According to the complainant, during the procedure the physician advanced the autotome rx sphincterotome down the scope and when current was applied in an attempt to perform sphincterotomy, the cutwire snapped. A second autotome rx sphincterotome was used and failed in a similar manner. A piece of cutwire was from one of the tomes fell into the patient and was successfully retrieved with a snare, however, no cutwire fragments from the other tome fell into the patient. The procedure was completed with a third autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4).

Event description:
Note: this is one of two devices used during the same procedure. Reference manufacturer report 3005099803-2010-00454 for the other device. It was reported to boston scientific corporation that two autotome rx sphincterotomes were used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B) (6) 2009. According to the complainant, during the procedure the physician advanced the autotome rx sphincterotome down the scope and when current was applied in an attempt to perform sphincterotomy, the cutwire snapped. A second autotome rx sphincterotome was used and failed in a similar manner. A piece of cutwire was from one of the tomes fell into the patient and was successfully retrieved with a snare, however, no cutwire fragments from the other tome fell into the patient. The procedure was completed with a third autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).